Event description:
A patient reported blood glucose results of "2.0 mmol/l and 10.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.